Event description:
The patient was treated in the study with a precise stent in the left ostium internal carotid artery. During post dilation with the aviator balloon, the patient became slightly bradycardic and also slightly hypotensive. Her moderate hypotension was treated with fluids and she responded fairly. The capture catheter was then advanced over the angioguard wire and unfortunately it snagged on the stent and withdrew the angioguard during advancement. The device was manipulated and ultimately captured the angioguard and removed it. The device was inspected and there was very little intraluminal debris. A completion arteriogram; however, did demonstrate a good flow through the stent. There was some mild spasm distally in the internal carotid artery. The external carotid artery appears to be occluded. Through the sheath, 100 micrograms of nitroglycerin was delivered. A re-angiogram was completed and the stent was found widely patent and the spasm to be markedly improved. Cerebral shots were taken and there appears to be good filling of the middle and anterior cerebral arteries through the left side injection.

Manufacturer narrative:
This is one of three products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-00154, 1016427-2008-00017, and 9610978-2008-00020. Additional information will be provided within 30 days of receipt.